Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced high lead impedance and loss of ventricular capture. Device sensing was appropriate. An invasive procedure was performed and a loose setscrew was identified. The setscrew was tightened and lead and device testing revealed appropriate results. The patient was not pacer dependent.